Event description:
It was reported that the patient had a power on reset. The patient has been receiving radiation therapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in address 12 bd on 2014-(B)(6). The por severity is low so the device should be able to fully recover after reset. Patient was exposed to radiation therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).